Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number provided was invalid. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as the batch number provided was invalid. The complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " it was reported that customer reports false positives while using 256082. "

Manufacturer narrative:
Medical device lot #: 1132445 was reported, however, this is not a lot# manufactured for this product #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua#:(B)(4). The following information was provided by the initial reporter: it was reported that customer reports false positives while using 256082.